Manufacturer narrative:
Possible root cause could be due to incorrect occlusion of the upper and lower models resulting in an alignment that could have compromised the bite. Since this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803.

Event description:
It was reported that while using mtm aligners, during the refinement stage a patient began to develop an open bite. The patient will require another type of orthodontic appliance to correct the open bite because the mtm aligner process does not allow for this type of correction.